Event description:
Philips received a complaint from the customer on the v60 indicating that the touch screen was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was not working. The customer attempted to perform a calibration, but this did not resolve the issue. The rse then advised the customer to replace the touchscreen. The rse provided the customer with the part number for the touchscreen to order and replace. The customer ordered and replaced the touchscreen to resolve the issue. The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required. If additional information is received the complaint file will be reopened.